Event description:
Pump requires annual operational certification. This requires the pump to be connected to the manufacturer's website to perform the certification. The manufacturer was on holiday for at least 1 week and we were not able to complete the certification in a timely manner. Manufacturer response for epidural infusion pump, (brand not provided) (per site reporter): replaced pumps with new units.